Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. On (B)(6) 2025, intera oncology shipped a return kit to the physician office to retrieve the actual device for examination. To date, the pump has not been returned. Therefore, once we receive the pump and it's evaluated, a supplemental report will be submitted.

Event description:
Intera oncology received a report from a physician that on (B)(6) 2025, during pump preparation, the intera 3000 hepatic artery infusion pump fail to produce a bead. The pump emptied 12 ml of bacteriostatic water and was filled with 30ml of high-dose heparinized saline. The special bolus needle was utilized to flush the catheter pathway with 5 ml of low-dose heparinized saline without resistance. The warmer was filled with warm sterile water to fully submerge the pump; temperature dropped to 116° and after returning to 120° the temperature was lowered to 95°. After 20 minutes, no flow was observed. The temperature was raised back to 120° and flushed catheter pathway with 3 ml low-dose heparinized saline. Fifteen minutes later, no flow was observed. The physician flushed the catheter pathway and was not met with resistance but when needle was inserted and before flushing, a small amount of flow was observed. After 15 minutes at 120°, no flow was observed. The physician decided to prepare the backup pump and there were no issues with backup pump.

Event description:
Intera oncology received a report from a physician that on (B)(6) 2025, during pump preparation, the intera 3000 hepatic artery infusion pump fail to produce a bead. The pump emptied 12 ml of bacteriostatic water and was filled with 30ml of high-dose heparinized saline. The special bolus needle was utilized to flush the catheter pathway with 5 ml of low-dose heparinized saline without resistance. The warmer was filled with warm sterile water to fully submerge the pump; temperature dropped to 116° and after returning to 120° the temperature was lowered to 95°. After 20 minutes, no flow was observed. The temperature was raised back to 120° and flushed catheter pathway with 3 ml low-dose heparinized saline. Fifteen minutes later, no flow was observed. The physician flushed the catheter pathway and was not met with resistance but when needle was inserted and before flushing, a small amount of flow was observed. After 15 minutes at 120°, no flow was observed. The physician decided to prepare the backup pump and there were no issues with backup pump.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The device was tested at intera oncology. During the initial or prep test, the pump did not initiate or bead until it remained in the water bath at 48°c for 24 hours. There was potentially air in the flow path that needed to clear before the pump was able to initiate. This was evidenced by the pump initiating and beading normally as part of the testing. Due to the pump failing the initial or prep test, the allegation of the pump being unable to bead was confirmed. However, the exact root cause of why it failed to produce a bead is inconclusive.